Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0932019) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a reading of 385 mg/dl on her adc blood glucose meter which was higher than another meter (reading was not specified). In addition, customer took "too much medication" which resulted in her subsequently experiencing nauseated, dizziness, cold sweats, shakiness, and lost consciousness. Paramedics were called and responded. Customer was given glucose via injection. Customer was not transported to a health care facility. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.